Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, the implantable cardioverter defibrillator exhibited a telemetry issue. When attempting to run tests on the device telemetry would be lost. Using another programmer did not resolve the issue. It was noted that the patient's left ventricular assistance device may have caused interference. No device intervention was performed. Patient was asymptomatic.